Manufacturer narrative:
(B)(4). Report source: switzerland. Concomitant medical products: product ID: 42539905185, product type: 5a captured left medial tibial cut guide (do not implant), lot: 63735849. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when fixing the relevant tibial cutting block with the pin, metal debris formed. There was no surgical delay. The surgical technique was utilized. The surgery was not completed with a second device. The metal debris did fall into the patient and staff were not sure if all of the pieces had been retrieved. No post-op imaging was taken to confirm if metal debris were retained. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: upon reassessment of the reported event, it was determined to be not reportable as there was no serious injury or harm to the patient reported for this event or prior events with same or similar products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.